Event description:
Allegedly patient had onset of groin pain. Components well fixed, negative for infection, bone scan negative-suspect alval/altr. Replaced metal liner with a cross-lined poly liner.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534--2012-00514, 00515.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product in specification when used.